Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis patient's nurse reported the patient was hospitalized from (B)(6) 2017 for fluid overload. The patient had symptoms of swelling and weight gain due to fluid overload. Treatment in the hospital was not provided but per the nurse the excess fluid was removed via peritoneal dialysis and continued to be maintained on dialysis in the hospital. No changes were made to the patient's prescription. The nurse attributed fluid overload to the patient being non complaint with his dialysis treatment and also stated that he was non complaint with his diabetes medications. The patient was released to home and was last reported to be recovered from the event. Medical records not made available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Clinical investigation: a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) for approximately 5 years was hospitalized for fluid volume overload with symptoms that included swelling (edema) and an unknown amount of weight gain. The patient¿s peritoneal dialysis nurse (pdrn) stated the patient¿s fluid volume overload event was related to patient non-compliance with his dialysis treatment. However, the patient reported having cycler issues prior to hospitalization where the cycler wasn't working (for approximately 4-5 days) which required the patient revert to manual pd therapy (dates unknown). There is a temporal relationship between the liberty cycler and the patient¿s swelling, weight gain and fluid volume overload event which required hospitalization. Based on the available information, it cannot be determined what exactly caused the patient to become fluid volume overloaded, however, the liberty cycler may have possibly contributed to the fluid overload event. The patient was performing manual peritoneal dialysis (pd) treatments (dates unknown) prior to hospitalization due to reported liberty cycler issues. It is unknown to what degree the patient was non-compliant, if the patient was following the pd prescription, or if the patient missed/had any incomplete treatments on manual exchanges.